Manufacturer narrative:
(B)(4). If implanted, give date - (B)(6) 2014. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that a patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed due to trochanter fracture. Fixation procedure was performed.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR will not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet - 0001825034. Zimmer biomet case number (B)(4).

Event description:
It has been reported that a patient underwent an initial right hip replacement surgery on. Subsequently, it has been reported that a revision took place , due to trochanter fracture. Fixation procedure was performed. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.